Event description:
On (B)(6) 2014 it was reported through clinic notes dated (B)(6) 2014 that the patient was having an increase in seizures. It was noted that the patient had 3 seizures on (B)(6) 2014 and that swiping the vns was not helpful for them. The patient also had an event in august and two in september 2014. It was noted that the seizure frequency was once per week as recent as 2006. The physician noted that the patient¿s seizure frequency had been improved from weekly to about 1-2 per month but was back now having three seizures on (B)(6) 2014 without precipitant. The vns was stated to have been near end of life, ifi=yes, and the patient was referred for generator replacement. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the increase in seizures is below pre-vns baseline levels. The patient was having 7 per month prior to vns and the increase in seizure frequency is still well below that number. The patient was unable to tolerate higher stimulation due to coughing.

Manufacturer narrative:
Describe event or problem: relevant tests/laboratory data including dates; if explanted give date; corrected data: inadvertently did not include this information about the surgery on the follow-up report #1.

Event description:
It was reported that the patient underwent prophylactic generator replacement on (B)(6) 2015. Pre-operative diagnostics were within normal limits. The explanted generator was discarded by the hospital and therefore cannot be returned for product analysis.